Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 06012. (B)(4). Concomitant medical products: p/n unknown, unknown inserter, instrument, l/n unknown; p/n 65620004820, shell porous with holes 48 mm o.d. With calcicoat ceramic coating, l/n. No device was returned for evaluation at the time of this reporting. It should be noted, the acetabular cup remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Still implanted.

Event description:
It was reported the acetabular cup could not be fully mated with the inserter. However, the cup was successfully implanted. No patient consequences or delay to surgery reported, and no further information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined the initial report was forwarded in error and should be voided.